Manufacturer narrative:
An event regarding an alleged crack/fracture involving a securfit advanced broach handle was reported. The event was confirmed. Method & results: visual analysis showed the retention hook had been sheared off (fractured) at the tip. Analysis by the material analysis team concluded that the fracture of the retention hook originated from a load applied along the longitudinal axis. A device history review confirmed all devices accepted into finished goods conformed to specification. The complaint history review confirmed was 1 other event for the lot referenced. Conclusion: visual analysis showed the retention hook had been sheared off (fractured) at the tip. Analysis by the material analysis team concluded that the fracture of the retention hook originated from a load applied along the longitudinal axis. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Broach handle could no longer be used. The metal hook that engages the broach fractured off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broach handle could no longer be used. The metal hook that engages the broach fractured off.